Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Approximate size of air bubbles was unknown. Customer stated that air bubble was not soda pop or champagne size. Customer stated that they had high blood glucose level. No harm requiring medical intervention was reported. The device will not be returned for analysis.